Event description:
It was reported that the user received a low glucose alert, confirmed a blood glucose of 69 mg/dl by fingerstick, and ingested a glucose tablet; review of device reports indicated a recent meal announcement that was assessed as oversized and temporally associated with the low reading. Customer care provided support that included review of device event data and user-reported history. Investigation of this case revealed low glucose following an incorrect meal size entry. No symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and no medical intervention required. It was concluded that user interaction contributed to hypoglycemia and that the device functioned as designed.